Manufacturer narrative:
The hospital biomed performed a checkout of the equipment. The biomed noted that the screw cap on the outflow check valve was loose. The cap was tightened and the evap was replaced. The hospital biomed performed a checkout of the equipment. The biomed noted that the screw cap on the outflow check valve was loose. The cap was tightened and the evap was replaced.

Event description:
The hospital reported that, during a case, agent output was higher than expected. The clinician reportedly switched the patient to intravenous anesthetic. There was no reported patient injury.